Event description:
It was reported that the reporter heard from a patient "I'm still having trouble with mine" when referring to their pump device. No further information was reported.

Manufacturer narrative:
(B)(4).